Event description:
It was reported that the proximal shaft of the delivery system separated during the attempt to cross the lesion. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen, which is consistent with preparation and handling. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The hypotube and jacket material were separated 9.5cm distal to the strain relief tubing. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were multiple kinks and bends noted to the sds. In this case, it is likely an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in a kink in the hypotube, as there was no damage noted to the sds during the inspection prior to use. Further handling could have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance and noted hypotube separation appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.